Event description:
In 2006, pt was found dead in his bed at 6:55 am. The coroner's report indicates accidental death by self suffocation. At the hosp, it was ruled death due to natural causes. The foster mom asked if the plastic mattress cover could have caused any problems at which point the police were called and an investigation was launched. In 2006 at 6:55 am, pt was found dead in his pedicraft bed. The police investigated the incident and ruled it an accidental death by suffocation. When the caseworkers arrived on the scene, the police removed the mattress cover and found a thin "saran wrap" like substance attached to the mattress. They are not sure whether it was glued or sewn on. The police cut if off of the mattress to determine if it was part of the mattress or something that may have been put inside the cover. It was determined that there were little slits in the mattress cover and because of pt's movements he somehow got some of this "stuff" out which suffocated him. They put it in a bag and left it at the house.